Manufacturer narrative:
Result: missing motion interrupt pan, damaged power cord, bed exit and scale labels were missing.

Event description:
It was reported by svc report that the motion interrupt pan was missing; the power cord was damaged, and bed exit and scale labels were missing on the footboard. It is unk if there was pt involvement or adverse consequences to report.